Manufacturer narrative:
Remedial action # cont: z-2717-2020. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that while the pump was infusing multiple medications to a patient being treated for hypotension, the clinician noticed that channel c of four channels, infusing, levophed was not displaying as infusing on the pcu display although it was infusing. While adjusting channel c the device alarmed and showed system error 255-16-272. All four channels were changed to different pcu and channels to ensure continued infusion. There was patient involvement but no harm.

Manufacturer narrative:
Correction : unique identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information: manufacturer narrative. Investigation summary: the report of an error code 255-16-275 was confirmed during the review of the logs and replicated during laboratory testing. ¿ laboratory keypress replication testing, performed on the suspect pcu, successfully replicated the reported error code 255.16.275. ¿ an error state is initiated when a clinician closes the pump module door in response to a ¿safety clamp open¿ alarm while simultaneously (less than a second apart) pressing the start key on the pcu (before the alarm state has been cleared). The infusion that has been programmed on that pump module will start as expected. The main pcu screen will not display the channel that was started ¿ it will appear as an inactive/idle module (see picture in the root cause column). Upon the next pump module state change, system error 255-16-275 will occur. ¿ the software anomaly was fixed since version 12.3.1 software. ¿ based on the review of the pcu event log, on january 23, 2024, at 11:10 am, a guardrails drugs infusion was programmed for drug ID 11; norepinephrine (8mg/250ml) with a dose of 15mcg/min, a calculated rate of 28.1ml/hr and a volume to be infused (vtbi) of 90ml. ¿ at 11:11 am, the pump module alarmed safety clamp open simultaneously the infusion was started. ¿ at 11:17 am, the guardrails drugs infusion for drug ID 11 was again re-programmed. An 800.8000 (255-16-275) error was recorded, and the system was powered off. ¿ a review of the pcu error log showed that the error log was overwritten from continued use. The pcu was received with a hard copy of the error log. An error code 800.8000 was observed to have been recorded january 23, 2024 at 11:17 am. ¿ inspection and functional testing of the pump module and primary administration set could not be performed. The pump module and set were not received for this investigation. ¿ the alaris system error tipsheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions; however, the pump module will not be able to accept any new changes to the rate, dose or vtbi. ¿ obtain a new alaris pcu, note infusion parameters and power down the pcu by pressing the system on key. Restart the system by pressing the system on key and reprogram previous infusions. Return the affected pcu to your biomedical engineering department for troubleshooting and data log retrieval. ¿ the suspect pcu battery (r & d batteries, inc) was observed to be a third-party part. ¿ a medical device safety alert was sent out on february 7, 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the report of a 255-16-275 is being attributed to a pcu software anomaly where the pump module alarms for safety clamp open alarm while simultaneously (less than a second apart), the start key is pressed on the pcu (before the alarm state has been cleared). Bd software engineering has identified this software anomaly and opened a software tracker. Note that imdrf annex a1104, a1801, a040502, a0401, a0902, c10, c0601, c07, c06, c23, d18, d01, d15, d11, g0200802, g02017, g04037, g0201402 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that while the pump was infusing multiple medications to a patient being treated for hypotension, the clinician noticed that channel c of four channels, infusing, levophed was not displaying as infusing on the pcu display although it was infusing. While adjusting channel c the device alarmed and showed system error 255-16-272. All four channels were changed to different pcu and channels to ensure continued infusion. There was patient involvement but no harm.

Event description:
It was reported that while the pump was infusing multiple medications to a patient being treated for hypotension, the clinician noticed that channel c of four channels, infusing, levophed was not displaying as infusing on the pcu display although it was infusing. While adjusting channel c the device alarmed and showed system error 255-16-272. All four channels were changed to different pcu and channels to ensure continued infusion. There was patient involvement but no harm.

Manufacturer narrative:
Omit : if other specify, e2401 insufficient information, f24 insufficient information, b17 device not returned, c20 no findings available, d15 cause not established. Correction : date of event, describe event or problem, concomitant med prod data. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, imdrf annex e, f, b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Additional information: imdrf annex a, g, c, d codes.

Event description:
It was reported that while the pump was infusing multiple medications to a patient being treated for hypotension, the clinician noticed that channel c of four channels, infusing, levophed was not displaying as infusing on the pcu display although it was infusing. While adjusting channel c the device alarmed and showed system error 255-16-272. All four channels were changed to different pcu and channels to ensure continued infusion. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the rn noticed that channel c of four channels with multiple drips including vasopressor, levophed was not showing a program in pcu although it was infusing. Patient was with hypotension so channel c was selected to make adjustments which alarmed and showed system error 255-16-272. All four channels are changed to different pcu and channels to ensure continued infusion and the pump was evaluated by biomed and marked out of service. There was patient involvement but unknown outcome.

Event description:
It was reported that while the pump was infusing multiple medications to a patient being treated for hypotension, the clinician noticed that channel c of four channels, infusing, levophed was not displaying as infusing on the pcu display although it was infusing. While adjusting channel c the device alarmed and showed system error 255-16-272. All four channels were changed to different pcu and channels to ensure continued infusion. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex g code and manufacturer narrative. Note that this report lists imdrf annex g04048 code not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.